Event description:
Cardiac perforation was reported. The patient was stabilized with a needle perfusion and the pocket was opened; however, fluoroscopy showed the lead to be in a relatively normal position, so it was not revised.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.